Event description:
During sample collection by a nurse midwife on (B) (6) 2008, the foam tip of the swab came off inside the patient while collecting an endocervical specimen. The midwife inserted the swab and twisted it around, as she normally does, and when she went to pull out the swab, the tip was missing. The patient was sent for a hysteroscopy and d&c was performed. The swab tip could not be located in the patient.

Manufacturer narrative:
This event has been previously reported as 1119779-2009-0001. The manufacturing equipment, production records, and retention samples from the subject lots were unremarkable. This event is reported from (B) (4) applicators marketed in the last three years. No root cause was identified by the investigation. The appropriate individuals have been notified and the report is recorded, and will be analyzed for trending.